Event description:
This event is being reported for aborted/cancelled procedure with a patient under sedation. The farastar generator was selected for use during the pulse field ablation (pfa) procedure. It was reported that e-0x322: power supply charge error appeared during procedure. The console was restarted and error f-0x201: main post failure occurred. They continued to restart the console multiple times but error 201 persisted. The procedure was cancelled. The patient had been sedated with general anesthesia during cancellation. No return is expected as onsite repair was requested.

Manufacturer narrative:
Farastar generator was evaluated by boston scientific. The returned farastar hv power pcba was confirmed to have electrical defects. The second stage igbts (list igbt) was found to be shorted causing the 305/201 errors preventing the console from charging the capacitors. Laboratory analysis was able to confirm the root cause of the reported cancelled procedure.

Event description:
This event is being reported for aborted/cancelled procedure with a patient under sedation. The farastar generator was selected for use during the pulse field ablation (pfa) procedure. It was reported that e-0x322: power supply charge error appeared during procedure. The console was restarted and error f-0x201: main post failure occurred. They continued to restart the console multiple times but error 201 persisted. The procedure was cancelled. The patient had been sedated with general anesthesia during cancellation. No return is expected as onsite repair was requested.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.